Event description:
It was reported that the permanent cautery hook instrument housing is cracked. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering determined that the conductor wire was kinked at the wrist and became pinched between the conductor cap and distal clevis, causing a break in the insulation. Engineering also concluded that the break in the insulation was evidence that the instrument had arced during a previous surgical procedure. The customer observation of "housing is cracked" was likely the customer's interpretation of the housing at the tip of the instrument.